Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen exhibited no display; however, the touch screen would respond to customer input as vibration feedback would be present during the 1, 2 unlock sequence. The customer plugged the pump into a power source and attempted to reset the pump but the issue was not resolved. The customer's blood glucose was 251 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.